Manufacturer narrative:
The product was not returned. The lens remains implanted. A qualified cartridge and handpiece were indicated with a non-company viscoelastic. The product investigation could not identify a root cause for the reported complaint. Based on the associated company cartridge evaluation the reported foreign material may have been internal coating material from the damaged cartridge tip. All three returned used cartridges appeared to have inadequate viscoelastic. The instructions for use (IFU) instructs to completely fill the cartridge with ovd (diagram provided) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. A non-company viscoelastic was indicated. The IFU instructs that the company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received from the originator indicating that further information is not available at this time.

Manufacturer narrative:
Complaint and product history records were reviewed and documentation indicated the product met release criteria. There is 1 other complaint in the lot-same facility. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract extraction with implantation of an intraocular lens (iol), foreign material was noted on the back of the lens. The foreign material was removed by irrigation and aspiration (I/a) during the initial procedure. There was no patient harm. The surgeon considers that this was caused by multiple causes (coating materials of cartridge, oldness of injector, thickness of iol etc.) Additional information was requested.